Event description:
Site reported on (B)(6) 2014 the tip of a catheter detached during the superdimension case and the case was canceled. Site completed an x-ray post procedure and the metal tip was not visible in the pt with no pt complications. There was no report of pt injury, death or other serious adverse event.

Manufacturer narrative:
Device was disposed of at the site. Site forwarded a picture for eval. From the picture provided from the complaint, it is apparent that the catheter tip is no longer present on the catheter; however, the root cause of the tip becoming detached from the catheter cannot be determined based on the picture provided. Superdimension has issued an internal corrective action.